Event description:
Per the clinic, the patient experienced intermittencies and a performance decrement with device use. The device was electively explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date.